Event description:
Attempts to obtain the reason for generator explant revealed that the patient experienced an increase in seizure frequency. The physician reported that the generator was replaced prophylactically due to the increase in seizures and that the increase in seizures was due to 25% expected battery life remaining. It is unknown whether or not the seizures were an increase above the patient's pre-vns baseline. The generator was received for analysis. Analysis of the generator was completed on (B)(6) 2013. There were no performance or any other type of adverse conditions found with the pulse generator. Attempts to obtain additional information have been unsuccessful to date.